Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis with a scratched screen. During analysis, the device was started in application and problems were found with the device double beeping with a cassette attached. Service will replace the downstream sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Additional information was received that there was no patient involvement.

Event description:
Information was received indicating that a smiths cadd-legacy plus pump displayed a double beep. There were no injuries or adverse events reported.